Event description:
It was reported that the rate on the external pulse generator was unable to be adjusted. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the rate was unable to be adjusted, the liquid crystal display (lcd) board connector for the encoder flex was not seated. Analysis also found that the upper and lower cases, two side bail covers and the battery drawer were broken, that the ring cover, battery release, heart wire block, heart contacts and battery drawer were contaminated, the battery contacts were compressed, the ring was bent, the keyboard pad had cosmetic damage and the encoder flex was out of specification, the flex was crimped.